Event description:
It was reported that during a low anterior resection procedure, the device cut but did not staple. The pt rec'd a temporary colostomy. There were no other reported pt consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.